Manufacturer narrative:
Analysis summary: complaint confirmed: upon testing, the device was observed, and they found cut 5 was out of specification. All cut and coag outputs were performed to address the complaint. The board was software version 1.0. Unit needed to be updated, and calibrated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a generator. It was reported that the light around the handpiece did not come on, and there was concern the electrical output might be out of specifications. There was no patient involvement, and the hcp was transferred to service and repair.